Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became frozen on the "bolus screen," the customer was unable to clear it, and the display screen was unresponsive. Customer's blood glucose was 252mg/dl.. The customer reverted to manual injections for insulin therapy.